Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the lead, the atrial lead was noted to be dislodged. The device was reprogrammed to ventricular pacing only until lead revision could be performed. The lead was repositioned without complication and remains in use. No patient complications have been reported as a result of this event.